Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe leakage occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the details of the incident are as follows: the plunger is not sealed and the product is leaking from the plunger

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution? Yes. D10: returned to manufacturer on: 03-jan-2023 h6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2209207. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team; however, through sample analysis, no signs of leakage could be found. Twenty retained samples were also obtained for evaluation; however, the retained samples also did not display any signs of leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe leakage occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the details of the incident are as follows: the plunger is not sealed and the product is leaking from the plunger.